Event description:
The customer reported via phone call that they were hospitalized twice in the last year while on insulin pump therapy. The customer could not remember specific dates of their hospitalizations. Customer reported being hospitalized in (B)(6) 2014 with a blood glucose of 1700 mg/dl. Customer stated they were unconscious and was admitted into the intensive care unit with diabetic ketoacidosis. The customer stated they were treated with an insulin drip and released when their blood glucose was 200 mg/dl. It was also reported the customer was hospitalized with a low blood glucose of 19 mg/dl in (B)(6) 2014. Customer reported their low blood glucose event lead to a car accident. The customer was treated with dextrose and a glucagon shot during this incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.